Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service code 203/104) was investigated. As received, the monitor failed incoming functionality testing. Upon investigation, there was thermal damage to multiple low voltage components. The cause of the failure was isolated to a shorted igbt q17. The shorted component caused high voltage to deviate to low voltage circuitry, damaging multiple components on the defibrillator pca and computer/analog board. The root cause for the shorted q17 was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor produced a service code 203 and service code 104.